Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib testing, full functional testing and signal integrity testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed no occurrences were the user was unable to obtain ECG that was not quickly resolved by the user. Analysis of reports of this type has not identified an increase in trend.